Manufacturer narrative:
The device was discarded by the customer, and it was not returned to biosense webster for evaluation.

Event description:
It has been reported that cardiac tamponade occurred while performing an a-fib ablation. Pericardiocentesis was performed on the patient. There were no error messages or malfunctions with the equipment or catheters noted during the procedure. Additional information obtained: the patient fully recovered and the prognosis was excellent. The patient was discharged home without further complications.